Manufacturer narrative:
Na.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 disk analyzer. The initial result with a 1:100 dilution was 5904 iu/l. The repeat result with no dilution was 10000 iu/l and with a 1:100 dilution was 53779 iu/l. The erroneous result was reported to the clinician who suspected the result. The reagent lot number was 614888 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The customer repeatedly ran the sample and the results were all over 50000 iu/l. The customer checked that the specimen was in good condition. There were no relevant alarms in the alarm trace. The customer found an issue with the sampling position and with the shape and rotation speed of the bead mixer. These parts and the pinch valves were replaced. They performed repeatability tests that met their requirements. Analyzer performance testing was acceptable. A picture was provided of the involved sample. The sample appeared turbid and there was a strange "bend" in the liquid surface which indicates irregularities or possibly gel on the tube wall. The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem can be excluded as isolated non-reproducible results do not represent a general malfunction of the assay.